Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down. Technical support was unable to obtain further details about the battery depletion since it occurred in the past and the customer did not use the mobile app.